Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, de novo, distal circumflex artery, it was noted that a "lencoring technique" was used to increase support: two guide wires used with a balloon catheter on one of the guide wires. A non-abbott stent delivery system (sds) was advanced and the stent was implanted at the distal lesion without issue. As the result was not very good, the physician decided to advance a 2.25 x 15 mm xience prime sds, however, it could not advance in the guiding catheter. Resistance was met and even applying force, the sds could not exit from the guiding catheter. The two devices were removed as a system. Once outside the anatomy it was noted that the xience prime was damaged. The procedure was stopped without additional stenting; the physician felt the previous stent result was adequate. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. All requested information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method; excessive force the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.